Event description:
Boston scientific received information that this device was explanted due to an unspecified pacer failure. At this time, no further information has been provided and no adverse patient effects reported.

Manufacturer narrative:
Should further information be received or a product be returned in the future, a follow-up report will be submitted.